Manufacturer narrative:
Clarification to d6a implant date: partial date 2016. Continued e.1. Phone number: (B)(6). Clarification to e.1. Initial reporter: it is noted that the information was reported by "(B)(6) of agency store yagami manufacturing". However, the facility name is provided as "(B)(6) hospital". It is assumed that a physician communicated this report through a distributor as follow up information was received from a healthcare professional. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported "allergic symptoms and broken device". Later healthcare professional reported "there was damage when it was removed" and "no allergic reaction had occurred". This record is for a unknown side. Device was explanted.

Event description:
Sales representative reported "allergic symptoms and broken device". Later healthcare professional reported "there was damage when it was removed" and "no allergic reaction had occurred". This record is for a unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.